Manufacturer narrative:
(B)(4). Date sent: 05/08/2023. D4: batch # 525a41. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? - unknown. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device received with the staple height selector from the right side was broken and the left ear was loose. No cartridge present. Further analysis shows the anvil was completely detached and not returned. The anvil post in these areas appears to be damaged as if the anvil was pulled out of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 525a41, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy, while trying to fire the second reload, the stapler height adjusting knob slipped off and the anvil frame broke off from the anvil portion. The procedure was completed successfully.